Event description:
In 2009, the manufacturer was notified by a lab technician from a hospital that he received a report that one of the manufacturer's bench top centrifuges came apart during use in the lab. No one was injured. The customer service representative documented the call and the director of regulatory affairs also contacted the lab technician and director of clinical services. They both indicated that there were no injuries or deaths.